Event description:
Drain fractured in half as it was being removed from the pt's abdomen. Exploration of common bile duct, lysis of adhesions, choledochelithotomy t-tube chole w/stogramon 8/19/96. Pt was returned to the or on 8/29/96 for exploration and removal of retained drain.